Event description:
During removal of the sheath from a pt with heavily calcified iliac vessels, after completing angioplasty and stenting of the left femoral artery, the sheath came off of the hub and separated into several pieces. The sheath had been placed in the right femoral artery, through the heavy calcification and accessed the left femoral artery via the "up and over" approach. The separated segments had to be surgically removed from the pt.